Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) biventricular pacemaker was pacing lower than expected due to intermittent right ventricular (rv) lead oversensing. Technical services (ts) was consulted and reviewed possible reasons and solutions for this issue. Low r wave amplitudes were noted. This crt-d system remains in service. No adverse patient effects were reported.